Manufacturer narrative:
(B)(4). Additional information: the device was received with the clamp arm detached from the instrument and not returned. We cannot confirm the reference to the sterile package on the event description because the instrument was returned outside the sterile package. The sterile package was not returned. As a result of the clamp arm detachment, the tube assembly was distorted. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to a thyroid procedure the clamp arm was broken and fell off during opening sterility blister. No further information is available. Procedure was completed with same like device.